Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient (pt) reported a 1707/coupling issues error. The following troubleshooting steps were performed: located the ins by looking for incision and palpating the ins, repositioned the recharger, applied comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, recommended using recharger over a thin layer of clothing, and confirmed communicator is off while using the recharger. The pt reported they were having trouble charging and reported recharger is not connecting with their ins. The pt provided event date as "um it's been about 3 weeks" and stated prior to this they were able to charge their ins easily. The pt denied any recent trauma or falls and confirmed their ins does not seem to have moved or tilted. The pt confirmed when palpating ins they can feel outline of ins and confirmed that the ins feels superficial to their skin. The pt confirmed they were not near any significant emi when trying to charge and confirmed communicator is turned off. The pt stated they were trying to charge while holding recharger as pt stated not able to connect to charge when they tried to use the belt. The pt was trying to charge over a thin layer of clothing. They were able to connect briefly then would lose connection and confirmed recharger did not move from ins. The pt continued getting 1707 service code throughout the call despite repositioning the communicator over ins. The pt got recharger inactive message following 1707 that cleared by dismissing recharger inactive message. The pt continued getting service code 1707 despite getting assistance from someone else on the call to confirm recharger was positioned correctly over ins. Patient services reviewed a 1707 message meaning and redirected the pt to their hcp to check the ins and complete troubleshooting. Patient services reviewed the process for hcp to coordinate an appointment with a rep or call technical services. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Note that codes have been updated to reflect the new information. Fdc, fdm, fdr codes have been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had contacted their doctor about the issue. They wrote that they had already gone to the doctor and the problem was resolved. The cause of the difficulty maintaining a connection to recharge was determined to be patient error. They read the manual and the issue was resolved.